Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic for a routine follow up. The device failed to capture due to low atrial detection. Programing changes were made. The patient was in a stable condition.